Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.